Event description:
The patient called lifescan (lfs) and alleged that their meter was reading inaccurately high. The patient obtained results between 250 and 260 mg/dl. They reported no symptoms at the time of testing. They phoned their physician to make an apointment because of high results. The patient took their oral medication earlier than normal because of the high result. No other treatment or intervention was reported. They reported comparing their meter to normal readings/feelings and they called theyr physician regarding the results. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, which failed. This case is being reported as a malfunction because the control solution tests failed. There is no evidence of a serious injury; no injury or harm was alleged. A replacement meter is being sent to the patient.